Event description:
It was reported that the unit had an error code 100a. It was reported that the unit was in use at the time of the event. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated that the unit reported an error code 100a; the diagnostic referenced voltages 3.3v and 2.5v. It was reported that the voltage was within specification, and the unit operates as normal without alarming. The remote support engineer (rse) advised the customer to check da-mc cable, and manually manipulate the cable to reproduce error. The rse recommended replacing the da pcb and cable as a precaution or perform full performance verification test (pvt) and extended run before returning to use. During follow up with the biomed, it was reported that the unit was tested for eight hours, and the error did not occur again. The biomed reported that the unit was opened and the da pcba to mc pcba cables were inspected, and then removed and reinstalled. All the values were within limits; a performance verification was performed, and the unit passed with no errors. The unit was then run overnight, and no alarms or errors were displayed. The biomed could not reproduce the error. It was reported that the voltage was within specification, and the unit operates as normal without alarming. The customer stated that the unit performed an extended run in with no errors and pvt was performed. The complaint could not be duplicated, and was returned to use as no problem found, no other concerns for the customer.